Manufacturer narrative:
Results: seven empty 10ml trays and 14 assembled 10ml syringes were received by bd (B)(4) and reported to be from batch #6321640 (p/n 309605). The samples were visually evaluated. One tray had no fm observed. Four trays had light brown fm larger than level 3 taped to the inside bottom of the trays. Fm the size observed is a rejectable condition at bd (B)(4). Two trays had light brown level 2 fm taped to the inside bottom of the trays. The fm of this size is an acceptable condition at bd (B)(4). The fm observed in the trays appears to be small pieces of cardboard. Eight syringes had no visual defects. Six syringes were found to have ink smears outside the print area. The ink smears observed were rated rejectable per (B)(4) print standards. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause cannot be determined. CAPA (B)(4) has been initiated to investigate fm on the convenience tray manufacturing line.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that multiple 10 ml bd luer-lok" syringe bulk sterile pharmacy convenience tray(s) had particulate matter and were partially open. The product was not used and there was no report of injury or medical interventions.